Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of depuy products occurred on (B)(6) 2009 due to aseptic loosening of the femoral and patella components at an unknown interface, avascular necrosis of the patella, and osteolysis of the tibial component zone 1. Depuy femoral, tibia, insert and patella components were revised. Update 7-19-2017: medical records have been reviewed. Primary op-notes (B)(6) 2002 include: patient received primary implant due to end stage osteoarthritis with pain, discomfort and dysfunction. Revision notes 02-03-2009 include: patient was revised due to failed right total knee arthroplasty. Grossly loose femoral component with severe evidence of wear type granulation tissue. There was significant defect with osteolysis of the medial tibia as well although not grossly loose. The patellar button was grossly loose and the patella was very sclerotic. No evidence of infection noted. Updated 7-19-2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.